Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event estimated as (B)(6) 2014. The UDI is unknown due to the part/lot number was not provided. Attachment: article titled, crt-d implantation: one procedure, two problems.

Event description:
It was reported through a research article, identifying the hi-torque balance heavyweight guide wire. It was reported that a 70 year-old patient was having a cardiac resynchronization therapy (crt-d) procedure performed. A hi-torque balance heavyweight guide wire was inserted into the lead to aid and reposition the left ventricular (lv) lead that had been dislocated; however, unsuccessful. As the procedure experienced earlier difficulties with coronary sinus (cs) cannulation a new unspecified sheath was introduced using the balance heavyweight guide wire the end of which was in the. Therefore, the lead was removed, but leaving the guide wire in place. The unspecified sheath was inserted and the guide wire removed. The lv lead was implanted. It was noted that the guide had separated as chest x-ray confirmed and a snared device was used to successfully retrieve the separation portion. It is believed the separation might have been due to the resistance felt during removal from the wide sheath. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned for analysis. A review of the electronic lot history record and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported material separation and difficult to remove; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.